Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red blotches and a red open wound. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised removing the device for the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.